Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis of the returned superion indirect decompression spacer revealed that, although the implant deployed fully and successfully, both the superior and inferior cam lobes showed resistance to rotating freely around the pivot pin. Microscopic examination indicated severe damage to the actuator at its mating surface. The patients reportedly thick spinous process and limited space likely created conditions that led the user to apply excessive force on the inserter and implant. This undue force is supported by the observed actuator damage. Under such circumstances, repeated deployment attempts can cause significant wear on the pivot pins, ultimately resulting in cam lobe malfunction. Additionally, a labeling review was completed and the instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis of the returned superion indirect decompression spacer revealed that, although the implant deployed fully and successfully, both the superior and inferior cam lobes showed resistance to rotating freely around the pivot pin. Microscopic examination indicated severe damage to the actuator at its mating surface. The patients reportedly thick spinous process and limited space likely created conditions that led the user to apply excessive force on the inserter and implant. This undue force is supported by the observed actuator damage. Under such circumstances, repeated deployment attempts can cause significant wear on the pivot pins, ultimately resulting in cam lobe malfunction. Additionally, a labeling review was completed and the instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result.